Manufacturer narrative:
New information: UDI now provided.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement thoracic radiolucent clamp shipped to site 01/03/2017. This part was discarded by the site and will not be returned to manufacturer for analysis.

Event description:
A medtronic representative received qa report from a site that, while in a spine procedure, their thoracic radiolucent clamp was stripped. No further details regarding the damage, or how it occurred, were provided. Replacement requested. The surgeon opted to continue using a second thoracic radiolucent clamp, and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.